Event description:
This report is filed on the steerable guide catheter for bleeding at the groin access site that required additional treatment. It was reported that, (B)(6) 2015, two mitraclips were successfully implanted in a patient with 3+ functional mitral regurgitation (mr), successfully reducing the mr grade from 4 to 1+ with satisfactory results. Post-procedure, the patient experienced nausea and vomiting after dinner. Medication was provided. After vomiting, a small amount of bleeding was noted at the groin puncture site. Manual pressure was held and femstop applied. The nausea/vomiting and the groin bleeding resolved without sequela that same day. The patient was discharged home on 01/30/2015. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In this case, there was no reported device malfunction associated with the steerable guide catheter (sgc). The reported patient effect of hemorrhage, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Per the physician, the hemorrhage was not related to the mitraclip system, but likely related to the study procedure. The reported additional therapy/non-surgical treatment was a result of case-specific circumstances, as manual pressure was held and a femstop was applied. The groin bleeding resolved without sequela that same day. Although a definitive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.